Manufacturer narrative:
Product analysis: the device was received with the handle components loose but not fully detached from the delivery catheter system (dcs). The device was received with the capsule fully closed. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule. The inner member shaft and spindle hub was intact with no evidence of damage. Damage was observed on the trigger component of the dcs. After the capsule was retracted fully, the actuator components fully separated. Stress marks were observed on both tab 3 and tab 4 at the point where the tab protrudes for the male actuator component. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the deployment knob (actuator) separated during loading. The subject delivery catheter system (dcs) was returned for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force, which potentially occurred in this case when the valve was removed from the capsule after the separation occurred. The actuator (deployment knob) components were observed to be loose, and during retraction of the capsule the actuator separated. The snap fit tabs of the actuator were observed to be damaged. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Damage was also observed on the trigger of the device. The description of the event does not indicate that this damage occurred during the reported issue. The damage may have been caused by the user applying too much force to the trigger or may have occurred during transport for analysis. However, the cause of this damage cannot be determined with the available information. The valve was loaded onto a new dcs. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, while loading the valve, the delivery catheter system (dcs) deployment handle fell apart. The valve was loaded onto a new dcs. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.